Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 46.7cm was returned for analysis. External insulation abrasion was noted at 39.4-40.5cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 9.5-14.0cm from the distal tip. Internal insulation abrasion was noted at 30.6-31.3cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.